Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been waking up with low blood glucose values of 47 mg/dl in the middle of the night. The patient was assisted with reviewing her basal settings and making the requested adjustments. Troubleshooting for the low blood glucose was declined; the customer was in a hurry to get off of the phone. No products were returned for analysis.